Manufacturer narrative:
Examination of the returned driver confirmed tip breakage. The remaining flutes on the distal tip of the instrument were found to be twisted, the direction indicating that breakage occurred during screw tightening. The returned driver was tested for hardness and was found to meet specification requirements. Review of the device history record found no discrepancies. No definitive conclusions can be made. However, the twisting of the flutes and subsequent tip breakage are indicative of the application of atypical force upon the driver during screw tightening. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that the tip of the driver snapped off in the head of an aegis screw during final tightening . The broken tip was stuck in place and could not be removed from head of the implanted screw. As an unintended portion of the device remains in the patient, a medwatch report is being filed to document this event.

Manufacturer narrative:
Depuy spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.